Manufacturer narrative:
The lot was manufactured between august 3, 2023 ¿ august 4, 2023. The two (2) actual devices were received for evaluation. A visual inspection was performed, and orange spots on different areas of the tubing line was observed embedded within the material of the tubing line. The spots were not in the fluid path. A fourier transform infrared spectroscopy test was performed, and the spots were identified to be a mixture of polyvinyl chloride (pvc) and phthalate; pvc and phthalate are the materials of the tubing line. The reported condition was verified; however, the product met specifications. The cause of the condition is related to manufacturing. The embedded particle/spots are unlikely to cause harm and does not impact the sterile pathway. Particles outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of two (2) large volume folfusors appeared to have orange particulate matter. The spot was possibly burnt plastic or rust. This occurred prior to patient use. There was no patient involvement. No additional information is available.